Manufacturer narrative:
Eval in progress, but not yet concluded.

Event description:
During routine testing of the device at the service center, the service tech reported the front cover of the calibrator was broken. The calibrator was originally returned for repair of a calibration error code when the broken front cover was found. Since the event occurred at the service center, there was no pt involvement during this event.